Event description:
It was reported to medtronic neurosurgery that the two strata valves implanted in the pt were blocked. According to the report, both valves were removed and replaced with a single strata nsc valve.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. No injury to the pt was reported.